Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump buttons are hard to press and must be pressed repeatedly and display has scratches that make the display hard to see. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Scratches on lcd display window noted. Insulin pump received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing. Insulin pump passed self test.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Scratches on lcd display window noted. Device received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing. Device passed self test.